Event description:
It was reported that an s/5 am monitor allegedly did not alarm for low heart rate when the heart rate was selected from the plethysmograph source. During the same patient case, the monitor allegedly did not sound an audible alarm for asystole, although asystole was annunciated on the display and in the logs. There was no reported delay in patient treatment. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
Under european law, patient information is considered confidential and will not be released by the hospital.